Manufacturer narrative:
The reported complaint was visually confirmed by the investigator. The product was sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the biomed it happened sometime in (B)(6) and it was not involved with a patient incident. They need it repaired.

Event description:
It was reported by the user facility's biomedical engineer (biomed) that the guide/blade protector on the sternal saw was bent. No other details regarding the nature of this event were provided.